Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Following pre-dilatation with 2.0x12 and 1.5x8 emerge rx balloon catheters, a 2.25 x 16 synergy ii drug eluting stent was advanced but failed to cross the lesion. Multiple attempts were then made with balloons to further open the lesion; however, the tip of the stent was deformed while trying to cross again. No patient complications were reported.